Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited an increase in threshold. The lead was repositioned, but threshold remained high. The lead was removed and replaced.